Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist and orthodontist. Their orthodontist recommended that the stop use of the aligners. Requested letter from dentist/orthodonist for ceasing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.